Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported the 50ml syringe is leaking around the stopper. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale marking is illegible at the 20ml scale marking. No other defects or imperfections were observed. The sample was tested for leakage and passed. A device history record review was completed for provided material number 301035, possible lots 3065193, 2179787 and 3110657. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom of leakage reported by the customer could not be confirmed.

Event description:
Additional information received: the occurrence of a defect at the time of insulin in its final pharmacological form (infusion fluid) does not entail any additional risk for the user. They have found a 50ml syringe leaking along the stopper. It was discovered during filling, i.e. Before use. There are no patients involved. Event date: 14-05-2024. Item number: 301035. Batch number: multiple bd batches were used in this batch. From which batch this defect came from cannot be identified. - 68% 3065193, - 15% 2179787, - 17% 3110657.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
They have found a 50ml syringe leaking along the stopper. It was discovered during filling, i.e. Before use. There are no patients involved. Event date: 14-05-2024 item number: 301035 batch number: multiple bd batches were used in this batch. From which batch this defect came from cannot be identified. - 68% 3065193 - 15% 2179787 - 17% 3110657.